Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to perform fluoroscopy. No further information was provided by the customer. No service has been performed by philips, since the quote was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy at the end of the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.